Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user participating in the ilet experience study experienced recurrent low blood glucose events, stating that hypoglycemia occurred a couple of times daily, with no associated alerts or alarms noted. Customer care provided support that included attempted follow-up to collect additional information and blood glucose details without success. Investigation of this case revealed that no device malfunction or component failure has been identified based on available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization, and no reported medical or surgical intervention. It was concluded that the cause of the hypoglycemia is unclear at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.